Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said their ins wasn't working right so they turned it off and stopped using it. No patient symptoms were reported and no further complications have been reported as a result of this event.